Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 210543 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 210543 and device part number 195-430wl / lot 207460. The lot met the required release specifications. (B)(4). Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. H3 other text : single use device discarded.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. This MFR report is for test one (1) of two (2). The patient performed an additional test on the same day with pcr (platform unknown) and tested positive. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. This MFR report is for test one (1) of two (2). The patient performed an additional test on the same day with pcr (platform unknown) and tested positive. No additional patient information, including treatment and outcome, was provided.